Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the main drawer 5 was failed to open. Required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to open. The field service engineer (fse) replaced the drawer controller board, but the issue persisted. Upon further inspection, the fse discovered that the solenoid wire was loose at the connection point. The fse reattached the wire and powered on the station, which restored the drawer funtionality and configured the drawer successfully. The system functioned as intended after the field service engineer repaired the device.